Event description:
It was reported that devices were about to be used during an unk procedure. It was reported by the affiliate that the 512sd gaskets are torn. There was no consequence to the pt. 3/30/1999 the surgeon then decided to return all 3 boxes for eval. It is not clear how many devices failed.